Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 2, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; no cartridge or cartridge tip issues were identified. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. No lens was received for evaluation. The complaint issue "delivery issue" could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) had to be pulled out with tweezers during implantation. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: catalog number: partial number provided, as product serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number:(B)(6). Section h4: device manufacture date: unknown, as the serial number was not provided.. Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: additional device information was received. Therefore, the following fields were updated accordingly: section d1 - brand name: tecnis simplicity. Section d4 - model number: dcb00. Section d4 - catalog number: dcb0000195. Section d4 - serial number: (B)(6). Section d4 - expiration date:19-jun-2027. Section d4 - unique identifier (UDI) number: (B)(4). H4 - device manufacture date: 19-jun-2024. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.